Event description:
It was reported under infusion events due the fluid volume in the syringe is less than the expected volume (underfilled). The pump was not programmed with the actual volume. Per report, the syringes are being prepared using IV prep. There was patient involvement but no harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had a under infusion ¿ use error due to underfilling syringes.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported under infusion events due the fluid volume in the syringe is less than the expected volume (underfilled). The pump was not programmed with the actual volume. Per report, the syringes are being prepared using IV prep. There was patient involvement but no harm.